Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the interconnect board was not properly seated. The cause of the inability to complete testing is the improperly seated board. The root cause of the improperly seated board cannot be positively identified. No adverse event resulted from the improperly seated board.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.